Event description:
The health care professional tried to connect the implantable neurostimulator to a lead during implant, but the set screw was not properly setting. The lead "was not being snug, so every time the screw set the lead kept pulling out." A different ins was used and it "worked fine." The pt was "fine" and had no complications. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).